Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received, a visual and functional test was performed and there was no leak found. The reported issue could not be confirmed. Because the reported issue was not confirmed, a root cause could not be determined. Corrective actions are not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: the connector which connects with the tubing is leaking. No patient involved.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with and enteral feeding pump set. The customer reports: the connector which connects with the tubing is leaking. No patient involved.